Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that on an unknown date in (B)(6) 2015 during drain 5 of 5 of his pd treatment the patient noticed blood in the liberty cycler lines. The patient went to the hospital and was admitted for 5 days. An x-ray was completed of the patient's abdomen and there was no sign of the cause of the patient's bleeding. The patient was treated with antibiotics during his hospitalization. The patient was released from the hospital and moved to hemodialysis for several weeks. The patient has since resumed peritoneal dialysis treatment and the cycler was replaced.

Manufacturer narrative:
Complaint sample is not available, and the lot number of the product involved is unknown. A search was completed of a 3 month time frame regarding the lot numbers delivered to the patient. There is no product available from the lot on distribution centers to be analyzed. Record reviews of each lot received by the customer for the last 3 months were screened. There were no noted deviances regarding the reported event. Complaint sample is not available for evaluation to confirm the alleged product malfunction. Therefore the complaint is deemed as unconfirmed.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, weight, outcomes attributed to adverse events, date of event, describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products. Medical records reveal the cause of abdominal pain and bleeding was never determined. Although the patient was diagnosed with peritonitis, the patient had no positive culture. In addition, the cause of the patient's peritonitis has not been determined. Patient was originally diagnosed with peritonitis on (B)(6) 2015 with no positive culture and only completed one does of antibiotics after discharge from the hospital. The alleged peritonitis on (B)(6) 2015 likely never resolved, leading to patient's hospitalization on (B)(6) 2015. Medical records do not contain final culture results, progress notes, dialysis notes or physician orders for review. There is no documentation in the medical record that indicates a causal relationship between the patient liberty cycler and the patient's peritonitis or abdominal bleeding. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler set and the patient's peritonitis or abdominal bleeding.

Event description:
Patient is a (B)(6) male who presented to the hospital with acute periumbilical and epigastric abdominal pain. Patient was thought to be having a peptic ulcer disease exacerbation and was admitted for further evaluation and management. Patient was managed conservatively from a gi perspective. Patient had a white blood cell count 11.0 and started empirically on intraperitoneal antibiotics. Patient was successfully dialyzed. The next day, the patient was discharged with diagnoses of abdominal pain and peritonitis. Approximately 11 days later the patient presented to the hospital, again, from home complaining of abdominal pain. At this time, the patient was noted to have bloody peritoneal dialysis fluid. Patient was administered intraperitoneal antibiotics but continued to have almost gross blood in the peritoneal fluid. Patient was placed on temporary hemodialysis. Patient continued on antibiotics and fluid became clearer. Patient was discharged home 3 days later with diagnosis of peritonitis.